Event description:
The customer reports that the luer-lock connection (brown head) is broken during using on patient.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed inside the distal extension line. It was also observed that the catheter body appeared to be intentionally cut directly adjacent to the juncture hub. Visual analysis revealed that the distal extension contained a small hole at the junction of the luer hub and the extrusion. The distal extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.47mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. All three lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, a small leak was detected near the luer. No leaks were detected in the other lines. A manual tug test was performed to see if the luer hubs were still attached to their respective extension lines. When pulling on the distal luer hub, the hub initially appeared secure as resistance was felt; however, the act of performing this test caused the luer hub to completely separate from the extension line. A device history record review was performed with no relevant findings identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal lumen contained a small hole adjacent to the luer. A device history record review was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the luer-lock connection (brown head) is broken during using on patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the luer-lock connection (brown head) is broken during using on patient.